Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 32, indicating a delivery motor communication error while paired to a dexcom g7 sensor, during which the user could not deliver a meal announcement and experienced prolonged hyperglycemia; replacement of the ilet was arranged, and the user was instructed to revert to backup therapy until the replacement arrived. Symptoms included elevated blood glucose exceeding 400 mg/dl for approximately 8 to 10 hours without reported acute complications. Outcomes included temporary interruption of automated insulin delivery and the need for device replacement; no medical intervention or hospitalization occurred. Investigation included review of device alarms, user-reported performance, and device history, with data sync supported via mobile app guidance. Investigation of the returned device revealed a malfunction of the pump delivery motor communication pathway consistent with a motor processor communication fault, which aligns with the reported alert and inability to deliver therapy.